Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient was hospitalized with diabetic ketoacidosis. According to the patient, the cgm reading was inaccurate during the event. No specific cgm nor blood glucose reading was reported, but when fingersticks were taken, the cgm reading was inaccurate by 30 to 40 mg/dl. The patient experienced intermittent connectivity issues between the cgm and their insulin pump. No specific symptoms were reported. The patient was treated with insulin via the pump. No further medication or information was reported. At the time of the report, which was the same day as the day of the event, the patient was still ¿hospitalized¿. The patient´s current condition was unknown. No product was provided for investigation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. It has been reported that there was a difference in readings of 30-40 points. No additional patient or event information is available.